Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07324. It was reported that the cardiac resynchronization therapy defibrillator exhibited post paced t wave oversensing. The device was reprogrammed. Chronic atrial lead noise causing inappropriate mode switch was also noted. Lead noise was first identified in 2017. No intervention was reported. The patient was stable.